Event description:
It was reported that shaft break occurred. During preparation of a 10.0 x 20, 75cm mustang balloon catheter, while the device was outside the patient, it was noted that the balloon had already been cracked. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 12mm proximal from the proximal end of the markerband. No other issues were noted with the balloon. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. During preparation of a10.0 x 20, 75cm mustang balloon catheter, while the device was outside the patient, it was noted that the balloon had already been cracked. The procedure was completed with a different device. No patient complications were reported.